Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration# (B)(4)) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration# (B)(4)). Additional information will be provided upon conclusions of the investigation.

Event description:
The customer stated that the measuring cell on the cobas e 411 immunoassay analyzer (e411) was changed on (B)(6) 2017. The customer also ran a reagent lot comparison study for the elecsys ft4 ii assay (ft4) and the elecsys tsh assay (tsh) on (B)(6) 2017 and the results from both lot numbers of each reagent matched. No issues were noted by the customer until (B)(6) 2017. The customer stated that they had a doctor complain about patient results for the ft4 assay that were lower than expected. An unspecified number of patient samples were pulled and run on a different e411 analyzer. The repeat results were higher. Approximately 5 samples needed to have corrected reports. Quality controls were ok. The customer stated that some patient samples were repeated right away when it was noticed that results were low and only the repeat results were reported outside of the laboratory. The customer provided data for four patient samples that had erroneous results for ft4, tsh, and the elecsys troponin t stat assay (tntstat). The repeat results for these samples were believed to be correct. Although it was stated that some erroneous values were reported outside of the laboratory, it was not entirely clear if erroneous results were indeed reported outside of the laboratory for all samples. A clarification has been requested. The first patient sample had an initial ft4 result of 0.101 ng/dl and when repeated on the same analyzer, it resulted as 1.15 ng/dl. Only the repeat result was reported outside of the laboratory. The second patient sample, from a (B)(6) male patient born on (B)(6) 1989 and weighing (B)(6)., had an initial ft4 result of 0.101 ng/dl on (B)(6) 2017. The sample was repeated on the same analyzer and resulted as 1.20 ng/dl on (B)(6) 2017. The initial result was reported outside of the laboratory and a corrected report was issued for the repeat result on (B)(6) 2017. The third patient sample, from a (B)(6) male patient born on (B)(6) 1969, had an initial ft4 result of 0.101 ng/dl on (B)(6) 2017. The sample was repeated on the same analyzer, resulting with a ft4 value of 1.56 ng/dl on (B)(6) 2017. The sample was also repeated on a different e411 analyzer, resulting with a ft4 value of 1.58 on (B)(6) 2017. This sample also had an initial tsh result of 0.27 uiu/ml on (B)(6) 2017 and was repeated on the same analyzer, resulting as 11.41 uiu/ml on (B)(6) 2017. The initial ft4 and repeat tsh results were reported outside of the laboratory. A corrected report was created for the repeat ft4 result on (B)(6) 2017. The customer mentioned that the first, second, and third samples were repeated on the other e411 analyzer and the results were normal. The fourth sample, from a (B)(6) male patient born on (B)(6) 1941 and weighing (B)(6)., initially resulted with a tntstat value of 0.024 ng/ml (positive) on (B)(6) 2017. The sample was repeated on the other e411 analyzer, resulting with a tntstat value of <0.010 ng/ml on (B)(6) 2017. The customer did not report the initial result outside of the laboratory since she knew there was something wrong with the analyzer. The patients were not adversely affected. The ft4 reagent lot number was 180426. The tsh reagent lot number was 189279. The tntstat reagent lot number was 214158. The reagent expiration dates were asked for, but not provided. The field service engineer determined that there was a broken protector on the analyzer. The sample probe was making contact with the protector. He replaced the protector and adjusted the sample probe. He ran performance testing. The customer ran calibration and quality controls. All values were within range. The analyzer was functional.

Manufacturer narrative:
The following information was confirmed to be correct for each sample: sample 1- only the repeat result was reported outside of the laboratory and was deemed to be correct. Sample 2- the original result was reported outside of the laboratory. A corrected report was issued for the repeat result, which was considered to be correct. Sample 3- the original ft4 result was reported outside of the laboratory. A corrected report was issued for the repeat ft4 result, which was considered to be correct. Only the repeat tsh result was reported outside of the laboratory and it was considered to be correct. Sample 4- only the repeat result was reported outside of the laboratory and it was considered to be correct.